Manufacturer narrative:
Concomitant medical products: dtbb1d1 crtd, implanted: (B)(6) 2015. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received 78 defibrillation shocks and noise was observed on the right ventricular (rv) lead. It was further reported there was loss of capture, a confirmed fracture, and ventricular oversensing. The patient's heart rate was reported to be in twenties. Device detections were turned off and reprogramming was performed to provide left ventricular (lv) lead pacing. The patient was transferred to another facility where the high voltage portion of the lead was capped. The pace/sense portion of the lead remains in use. No further patient complications have been reported as a result of this event.